Event description:
Celect ivc filter found to be multiply fractured, with one leg in mid abdominal soft tissue and half of one leg embedded posteriorly in the spine, extravascular. The filter tip was embedded and removed with forceps. The fragments remain in the patient.